Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "many attempts to open the torx screw packaging failed. The screw packaging is always challenging to open due to the shallow tray to hold on to whilst peeling the top layer back. In this case, the peel away paper was too firmly stuck to successfully be removed while keeping the inner package sterile. The surgeon commented that he is never happy with the torx screw packaging as he believes that there are many times when sterility is potentially compromised during the opening. This is both during the opening and then when the nurse removes the inner packaging. In this removal step there is no gap between the inner and outer packaging which means that it is difficult for the scrub nurse to cleanly access the sterile inner package."